Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 20.0 mmol/l (360 mg/dl) between 4 and 24 hours of wearing the pod. The reporter stated the pod was removed from their hip/buttocks and the cannula was found to be a little bent, but they thought it may have occurred while removing the pod.

Manufacturer narrative:
The pod was received for investigation fully deployed. Inspection of the soft cannula did not find it bent or kinked. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula.